Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery (lcx). A 3.00 x 16 mm promus element ¿ stent was advanced to treat the lesion. However it was noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.